Manufacturer narrative:
A 2 years retrospective analysis of the microport crm's complaints has been performed to review the reportability decision to FDA. The current event met the reportability criteria. Therefore, a MDR is sent by taking into account the validation date of this retrospective analysis as the last information received (28 june 2024).¿ please refer to the attached report - analysis of the provided expertise files confirmed the reported behavior, as errors related to patient data and system information were found and it was observed that the master password validation failed. - the observed issues most probably resulted from the brutal shutdown which occurred on (B)(6) 2022. - it should be noted that brutal shutdowns can lead to instabilities of the smarttouch tablets. - the tablet followed the normal repair workflow (including a re-ghost to restore its initial configuration) and was sent back to the field.

Event description:
Reportedly, the smarttouch tablet was upgraded from 3.10 to 3.12 version on 11 november 2022 and normal behavior was then observed. On (B)(6) 2022, during a follow-up interrogation, the patient tab was opened and it was indicated that there was 'no patient data'. The tablet was therefore rebooted (by pressing the right upper button for five seconds) and afterwards, the master password did not function. The provided workaround was done, but it did not solve the issue. In addition, the settings/system of the tablet section was empty.